Event description:
The customer reported that the system kept beeping and there were intermittent generator shut down errors on boot up and the system locked up.

Manufacturer narrative:
The debug log files displayed several generator errors. The ge service rep removed and replaced the x-ray tube, univ node pcb, generator controller pcb, generator cpu pcb. He erase/flashed the nodes and verified functionality of system. The system is operating as intended.